Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning patient with an implantable neurostimulator (ins) for post traumatic neuralgia and spinal pain. It was reported the controller screen displays ¿settings not available¿ message. The patient reported that starting about 1 or 2 weeks before (B)(6) every time he tries to turn up intensity it tells him that it cannot provide desired settings. The patient reported that it does this even after he recharges the ins. The patient reported that when this first started it would do it then if he went back, about an hour later, it would let him adjust it then later on would not. The patient reported that within the last 2 or 3 weeks it won't let him adjust it at all. The patient has not had any programming changes and discovered this when he tried to bump it up but prior to that he was always using the same settings. The patient did not have a fall but backed against a door and hit it pretty hard. The patient has had physical therapy but no diathermy and has also had some cat scans. The patient reported that everyone knew about the stimulator. Troubleshooting revealed patient has only a group with only programs 1 and 2. During the call patient tried going down to zero then could not bring it back up. Later in the call patient was able to increase on 1 beyond what he normally does but could not increase on 2. Patient reported he has never tried adjusting the pulse width. The ins battery level was 50%. No patient symptoms were reported. The patient was redirected to their healthcare provider (hcp). No further complications were reported/anticipated.